Manufacturer narrative:
An event of hypotension was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported hypotension could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6) (r941621001). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a large flexnav delivery system. During procedure, the activated clotting levels (act) were 280-429s and heparin was administered. A pre-implant balloon valvuloplasty done - 24mm non-abbott balloon. The final implant depth was 4mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). On (B)(6) 2025, the patient developed a new hypertension (high blood pressure) after tavr. The medication losartan 25 was given daily.